Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2011, the pt reported that she had radiesse injected on (B)(6) 2010 by dr. (B)(6). She has had pain only on the right nlf (next to the nose) radiating to the temple and right side temple headaches since (the injection) each day. The areas injected were the nlf, marionette lines, the dent in her chin and the cheekbone. Two syringes were injected. Initially she had a slight discomfort which she figured was normal. She called dr. (B)(6)'s office approx on (B)(6) 2011. She thought that she had a sinus infection. The pain was on the right side. The pt went to her primary care physician. Her primary care physician prescribed a z-pack (date not provided) and she got no relief. She called back and her physician prescribed amoxicillin 750 mg two times each day for about ten days. She got no relief. The pt called dr. (B)(6)'s office and he prescribed a medrol dose pack (date, dose and duration not provided). The pt had a CT scan on (B)(6) 2011 that was ordered by the primary care physician. The radiesse was seen on the scan. The physician did not see any problem by review of the scan. The pt saw an ent (name not provided) who told the pt that it was pressure causing the discomfort. The ent told the pt she would have less issues as the radiesse went away. The pt agreed that the problem has been slowly getting better.